Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.